Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Other damages found during investigation are very likely related to the removal surgery. This is a final report.

Event description:
There was a gradual deterioration in responses with the device. The patient has been re-implanted.

Manufacturer narrative:
Additional information: according to the limited information received from the field, damage to the active electrode, due to device minute mobility, is very likely, however to determine an exact root cause, a device investigation of the explanted device would be necessary. A date for explantation has not been made available so far.

Event description:
There was a gradual deterioration of responses with the device.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
There was a gradual deterioration of responses with the device. Re-implantation is being considered.